Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and microscopic inspection were performed and identified a crack in the light blue main body of the transfer set. Functional testing of the device included leak testing, clear passage testing and clamp function testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a crack in the mainbody. There was no patient injury or medical intervention associated with this event. No additional information is available.